Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed by tandem technical support and no issues were identified. The customer changed pump supplies to address the issue, and resumed insulin delivery. The customer's blood glucose level was between 100 to 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.